Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by clinicians that pump modules had frequent air-in-line alarms while infusing tpn in buretrol tubing. This was reported to bd representative during site visit. Bd clinical practice consultant discussed ail troubleshooting. There was patient involvement but no harm.